Event description:
The customer reported the sram is corrupted. Replaced sram. Carm is getting a run time failure. Carm will not boot up.

Manufacturer narrative:
The s-ram has been corrupted. The service rep replaced the s-ram. Had to lower the hlf dose output from 100% to 70%. Measured normal and high level does outputs. System operates as intended.